Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In a case t8-pelvis percutaneous we had on 8-16-2016 using viper, we had issues with two instruments. As the surgeon was inserting a viper 7x40 into s1, he noticed the viper mis polyaxial screwdriver (2797-34-000, lot#mi25268) started to slip. He then removed the driver and used a backup driver to continue inserting the screw and complete the remainder of the case without issue. At the end of the case we noticed that the tip of the complained driver was malformed. At the end of the case while placing set screws with the viper x25 modular shaft (2867-35-430, lot#gm3751201), the surgeon finished tightening down a set screw and tried to remove the x25 modular shaft and the tip came off and remained in the set screw. The surgeon had to use a kocher to retrieve the tip, which was done successfully. The instrument was placed on the back table for the remainder of the case. Amidst the issues, the case was completed successfully and without patient harm.

Manufacturer narrative:
(B)(4). The viper 2 x25 self-retaining driver (product code: 2867-35-430, lot number: gm3751201) was returned to the complaints handling unit (chu). The tip of the x25 driver was found to be broken off at a welded point. The driver was subsequently submitted for fracture analysis. Optical imaging of the fractured surface of the driver reveals evident plastic deformation. The welded perimeter of this surface exhibits a consistently rough surface texture, suggesting the driver underwent a quasi-static overload failure at the weld site. No material defects or other abnormalities were observed in this analysis. A supplemental hardness test was not performed on the broken driver. The driver broke at the weld. As such, the strength of the weld failed before the material did. The receiving inspection record states that the weld was inspected prior to release and passed. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the x25 driver tip breaking at the weld cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a probable root cause is a quasi-static overload failure at the weld site due to unexpectedly high forces placed on the tip. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.